Event description:
The husband of a female pt contacted lifecor customer support to report that neither battery pack would start the monitor. Support sent the lifecor territory manager to the pt. She reported that there was bent pins inside the monitor, but both battery packs were not damaged. She exchanged the pt's monitor.

Manufacturer narrative:
Device eval of monitor has been completed. The reported problem was confirmed. The monitor was found to have a defective battery connector. The connector pins were bent. The connector was repaired. The monitor was retested and then restocked. The root cause of the bent pins is unk, but is likely due to a battery pack being forced into a monitor with the connectors misaligned. The damaged connector on the monitor. No adverse events resulted from the damaged monitor. The pt received a replacement monitor.